Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured november 5, 2014 to november 10, 2014. The device was received for evaluation. Visual inspection revealed a white particle between 0.44 and 1.68 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted..